Event description:
A malfunction was reported with the pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guided them through the reset process. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the issue arose again.